Manufacturer narrative:
Additional information: h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak from a patient extension line. It was reported that there was "holes/slits in patient extension line" and noticed a "pool of fluid on the floor". It was further reported that the patient extension line had a defect described as a pinhole. It was reported the patient was diagnosed with peritonitis 3 days after the reported leak. The cause of the peritonitis was reported as unknown. On the same date as the diagnosis, it was reported that the patient was hospitalized for four days. The patient was treated with unspecified medication. The patient was reported to have recovered from the event. Action taken with pd therapy was not reported. No additional information is available.